Event description:
Physician stated that the handle on the covidien/ligasure blunt tip sealer/divider ref# (B)(4) was catching while attempting to use. An additional covidien /ligasure blunt tip sealer/divider was utilized to complete the procedure.